Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during dwell 4 of 4. The home patient (hp) stated that he did not know that the solution from the supply bag refilled the heater, so he disconnected the bag and reconnected it to the heater. The technical service representative explained the refilling process and advised that he would need to end therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2013. She stated that she had spoken with the patient regarding this event. He has been doing well since, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - reuse of single-use supplies was confirmed, based on the customer report. However, the root cause could not be determined since it is uncertain why the patient reused single use product. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.